Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implant procedure, patient experienced vitreous and intra ocular inflammation. Surgeon had been using company multi piece (mp) iols since long, but such incidence has happened for the first time recently. The iol remains in the patients eye. Additional information has been requested. There are four medical device reports associated with this report. This is 3 of 4.